Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in-clinic. Upon device interrogation, the right atrial lead exhibited lead noise with automatic mode switch episodes. The noise was reproducible in clinic. There were no interventions made. The patient was stable and will continue with scheduled monitoring.